Event description:
Left common femoral dvt asymptomatic. Gsv and ssv bilateral with sts. Treated with lovenox and monitored. Procedure was followed per protocol.

Manufacturer narrative:
Not available.